Manufacturer narrative:
Received 15pcs (used) and 31 racks (unused) (B)(4) for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Unused samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Therefore, the alleged malfunction cannot be confirmed. Corrected data: h 3: samples evaluated; h5: labeled as single-use; h6: type of investigation; investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4).a date of the event could not be obtained. Samples were only recently received and the evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states specimens have a white coating/gel on top of the clotted blood. Some looked chalky brown clotted blood. Customer has confirmed these lavenders were not opened. Customer also pulled other lavenders tubes that resulted from the same day and those looked normal and have the same lot number. The tubes were transported in ambient conditions.